Event description:
It was reported that the first firing of the device used during a laparoscopic appendectomy fired properly with a blue cartridge. The second firing of the device with a white reload did not fire completely and the staples were malformed. A clip applier was used to stop the patient bleeding. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.